Event description:
Info received indicated the left siderail will not stay up. The right siderail is working.

Manufacturer narrative:
The tech found the end tube was broken, preventing the siderail from latching. He replaced the siderail end tube to repair the stretcher.